Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a chronic total occlusion (cto) located in the right superficial femoral artery. A non-abbott crossing catheter was being used with the ht command es guide wire. After advancement of the guide wire into the anatomy, the tip of the guide wire became prolapsed during the failed attempt to cross the cto lesion; therefore, the guide wire was removed from the anatomy. During retraction of the guide wire resistance was felt with the tip of the crossing catheter and after retraction the guide wire was observed to be stretched with tearing of the polymer in the stretched areas. Nothing was left in the patient. The decision was made to abort the procedure with the plan to bring the patient back sometime in the future. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported stretched coils and torn material were confirmed although the reported difficult to remove, failure to advance and device operating differently than expected could not be replicated in testing environment as it was based on operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the patients anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.